Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional later reported right side "point calcifications" and "oval nodules", and "single isolated cysts" which is not device-related. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 8-apr-2025. Clarification to b3 date of event: partial date "around 2021" or "two years" after implant.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Company representative reported "capsular contracture baker grade unknown". This record is for the right side. Device remains implanted.